Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: n/a; to date the lens remains implanted. (B)(4). Device evaluation: product testing could not be performed since the device was not returned for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 3-month study visit, the patient reported being moderately bothered by poor low light vision when reading. Visual acuity: j1 right eye (od); j1 left eye (os). Additional information received reported the uncorrected bilateral near vision was 20/25 at the 3-month visit. Best corrected monocular vision was 20/16 od and 20/12.5 os. At the 1-month study visit, the patient reported moderately bothered with visual symptoms (poor low light vision with significant difficulty reading at near and glare). The symptoms significantly interferes with daily activities. There are no plans for medical or surgical intervention. No additional information was received. This report is for the left eye. A separate MDR has been submitted for the right eye.